Event description:
The report is from (B)(4) study. During a procedure, the target lesion was an in-stent restenosis of 2 unknown cyphers in the 1st diagonal. A cxs18275 was removed from the packaging but was not attempted because it was determined the stent length was too short for the lesion. The lesion was treated with a cxs33275, a cxs08250, and a cxs13225, all overlapping.

Manufacturer narrative:
The stent was implanted in 2006, date unknown. Concomitant medications: aspirin, metoproferm, plavix, tricor, zocor. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00212. The sterile lot numbers for the devices are unknown therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the information provided suggests that the patient's medical history and vessel/lesion characteristics may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.